Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, dry mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the heater is not working, no air being provided, nasal/throat irritation or soreness, dry mouth and a strange odor an issue related to a CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigations manufacturer observed an unknown contaminant on the sd and module flip doors and top enclosure, dust contaminant was observed inside the inlet of the blower box, confirming debris in the airpath, contaminant was observed on the ui panel, rear panel, o-ring on the rear panel, and bottom enclosure, dust contaminant was observed on the blower, blower seal, blower isolators and blower box that likely came from an outside environmental source due to pollen filter being missing. Evidence of liquid ingress was observed on the blower. An unknown contaminant and hair-like particle were observed on the blower., manufacturer observed an unknown contaminant on the water tank and flip lid seal, flip lid, water tank seal, dark contaminant was observed on the inside and outside of the dry box. The bottom cover screws were observed to have corrosion on them, likely due to liquid ingress. An unknown dark contaminant and an insect were located on the bottom cover. Evidence of liquid ingress was observed to the heat shield. The screw bosses on the bottom enclosure were observed to be cracked. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. Manufacturer was not able to confirm the complaint or address the symptoms specified. The manufacturer concludes there was no evidence of sound abatement foam degradation, the manufacturer observed dust contamination and keratin in the device and are consistent with being from an external source.